Manufacturer narrative:
Section d4 correction. Section d9 correction. Section h4 correction. Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed thrombosis. Examination of the blood-contacting surfaces revealed a deposition in the distal end of the inflow cannula. The texture and color of the deposition appeared consistent with an ingested thrombus. The origin of this thrombus could not be determined through this investigation. This deposition extended into the eye and vanes of the rotor. Additionally, depositions were found in the pump cover interior and outflow graft, which appeared to have developed as a result of poor surface washing due to an interruption in flow through the pump caused by the ingested thrombus formation. The sequence of events captured in the submitted and retrieved log files is also consistent with thrombus being ingested into the pump during support and then being turned off. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. It was reported that the heartmate 3 lvas, serial number (B)(6), was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for left ventricular assist device support, and all labeling, physician training and customer marketing materials are aligned with this indication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further communicated that the returned pump (B)(6) was not the left ventricular assist device (lvad), and that the rvad had returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was suggested that it might have been a deep venous thrombus (dvt) that got ingested into the pump, as they said the patient had an acute drop in flow.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing low flow alarms. The cause of the low flow alarms was not identified, however. There were no patient symptoms. Low flow controller upgrade was performed with no issues. Low flow controller upgrade was performed with no issues. Log files for the right ventricular assist device (rvad) captured a sudden drop in flow to zero on 17feb2025 at 0721 with some residual flow noted at times but mainly the flows were zero throughout. Also noted that the pump powers dropped as well during these low flow events. Anticoagulated international normalized ratio (inr) was 1.8 s/c heparin bd, pyrexial(fever), upper respiratory tract infection (utri). Patient felt unwell and the rvad had a low flow of 1.5 lpm. Fluids and adrenaline were provided. Patient went to theatre and established veno-pulmonary artery extracorporeal membrane oxygenation (vpa ECMO) for the ra/pa. Log files were submitted for review and captured low flow events on 17feb2025 that appeared to coincide with a manual decrease in pump speed from 5600 rpm to 5200 rpm. There were no other unusual events recorded in the log file event history. The patient went back in intense care unit and rvad was turned off. Patient was transplanted on (B)(6) 2025 from the urgent list. Log files were unavailable, and the pump would be returned for analysis.